Event description:
Procedure: lobectomy. Reportedly, while firing the device, the handle became stiff and then the "clamp cover" disengaged into the patient cavity. The piece was was retrieved immediately and the device was removed from the patient tissue safely. There was no injury to the patient. The surgeon then considered that the tissue was too thick, so the surgeon elected to convert the procedure to an open approach.